Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: "460 or 500" mg/dl and "normal range". The customer reported his normal range as 140-150 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.